Manufacturer narrative:
The patient's device was not returned for an evaluation; however, tests were performed on a similar device. The reported mouthguard was fabricated per physician's prescription request. A review of the material lot was performed and no nonconformity was found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing could not be completed. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight, race and ethnicity were asked, but the office did not chart these information. Follow-up attempts were made to request device back for evaluation; however, the device has not been returned yet. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after wearing the comfort hard bite splint overnight. Per provided report, the patient had sore and burning sensation on her mandible lip (lower lip) where it made contact with the mouthguard. Upon experiencing the reaction, the patient stopped using the mouthguard and the symptom went away shortly. The patient did not require any treatment for the reaction. The patient had been using the mouthguard for about 3 months. The patient has no known pre-existing condition or allergy. The doctor did not make any adjustment to the mouthguard. The patient was recommended to clean the mouthguard by rinsing it with water.